Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage=2.36 volt on (B)(4) 2010 15:53:38. Save to disk from por (power on reset) text file, shows device in eol (end of life), device eri (elective replacement indicator) <=2.55 v, device end of life eol<=2.40 v. 1 -por for vdd por vreg monitor and watchdog on (B)(4) 2010 09:25:33. 1 - patient alert for por on (B)(6) 2010 09:25:33.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device, an abdominally-implanted implantable cardioverter defibrillator (ICD), delivered inappropriate shocks during an open-heart surgery. The device had been previously replaced by a pectorally-placed ICD, and inactivated through programming, but was left implanted and connected to an epicardial patch electrode. During the surgery the abdominal device, whose presence was not initially known to the surgeon, experienced a power-on-reset and delivered six shocks due to oversensing during electrocautery. The surgeon cut the conductor between the ICD and the patch electrode. The device remains implanted and no further patient complications have been reported as a result of this event.

Event description:
It was reported that the device, an abdominally-implanted implantable cardioverter defibrillator (ICD), delivered inappropriate shocks during an open-heart surgery. The device had been previously replaced by a pectorally-placed ICD, and inactivated through programming, but was left implanted and connected to an epicardial patch electrode. During the surgery the abdominal device, whose presence was not initially known to the surgeon, experienced a power-on-reset and delivered inappropriate therapy due to noise during electrocautery. The surgeon cut the conductor between the ICD and the patch electrode. The device was noted to be at eol (end of life). The device remains implanted and no further patient complications have been reported as a result of this event.